Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. The insertion site (arm) was red, body was covered in red spots and had a high fever. The patient visited the hospital and was diagnosed with cellulitis. The patient was prescribed and treated with co amoxicillin. The patient was discharged from the hospital after 2 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.